Event description:
It was reported that the patient presented for follow-up. Two non-sustained vf episodes were noted. Upon interrogation, the episodes appeared to be noise-related. Lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was found at 48.8-49.1 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating of the sensing conductor was intact at the same location.